Event description:
It was reported that the device is not holding the pressure. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is not holding the pressure. The reported event was confirmed. The service evaluation revealed that the inflow and outflow motors are worn out. Further the display bracket is broken. Also, the cpc connector is dirty.